Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
No failure was detected during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that during set up at the user facility the core console with integral irrigation pump caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during set up at the user facility the core console with integral irrigation pump caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No delay, no medical intervention and no adverse consequences were reported with this event.